Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the plastic package was broken when the nurse found the product. The broken plastic package did compromise sterility. There was no patient consequence.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that harh23 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot/batch r94r4p number, and no non-conformances were identified.